Event description:
Per the clinic, the patient experienced a post-operative wound infection with staphylococcus aureus chronically persistent at the implant site (specific date not reported). Subsequently, the patient was prescribed with a long term antibiotic therapy (specific type, date and duration not reported) and underwent a revision surgery (date not reported); however, the issue did not resolved. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.